Manufacturer narrative:
Initial reporter phone: (B)(6) . A review of the device history records were performed which confirmed no inconsistencies (method code). There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. One used burr was returned for evaluation. Visual inspection of the used burr identified that the inner blade showed evidence of contact with the base of the outer tube during rotation. This typically occurs when an excessive load is applied to the device during use when the outer blade deflects and causes a reduction in the gap between the inner and outer blade. The root cause was determined to be user error. (B)(4).

Event description:
During a hip arthroscopy and removal cam lesion, it was reported that while the was burr being used in a patient, the metal shavings were coming off into the hip. The shavings were removed and completed with the backup device on hand. There was a five minute delay.